Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative reported the patient experienced discomfort at the stimulator level. No diagnostics/troubleshooting performed. Intervention included stimulator repositioning but the issue was ongoing. Event was assessed as not serious, not related to the procedure, and related to the device. Medical history included fecal incontinence due to post-operative trauma since 1996.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep on behalf of a healthcare provider for a clinical study reported the onset date was (B)(6) 2017 and the issue was not resolved. The patient exited the study. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# 0210540316 serial# implanted: (B)(6) 2016 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the sponsor assessed the event as related to procedure. No further patient complications have been reported as a result of this event.